Manufacturer narrative:
The customer found the gear pump pressure during a mechanism check was low. The field service engineer adjusted the gear pump pressure. After service, no further issues were reported by the customer. Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c 702 module. The patient's initial phosphate result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial phosphate result was 1.37 mmol/l. The patient's repeat phosphate result on a different module was 2.13 mmol/l. The customer repeated the sample further and reportedly the phosphate result of 1.37 mmol/l was confirmed. The phosphate reagent lot number and expiration date were requested but not provided.